Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. The complaint could not be confirmed with the information provided. Device was not returned so product evaluation could be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in associated risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent the first part of a two-step revision approximately 3 weeks post-implantation due to infection. During the procedure, all components were removed and replaced with cement spacer molds. No further information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: item name: locking bar, item: 141205, lot: 373750. Item name: vanguard cr ilok femoral right 70, item: 183012, lot: j3845943. Item name: vanguard 360 pst femoral augment 70x5, item: 185346, lot: 242690. Item name: vanguard 360 pst femoral augment 70x10, item: 185426, lot:157710. Item name: series a 3 peg standard patella 31x8, item: 184764, lot: 230600. Item name: cocr finned tibial tray 75mm, item: 141234, lot: j3868067. Item name: palacos rg 1x40, item: 00111314001, lot: 83194475. Item name: palacos rg 1x40, item: 00111314001, lot: 83194475. This report is number 1 of 12 mdrs filed for the same patient (reference 0001825034-2017-00859/00860/00861/00862/00863/00865/00866/00867/00869/00870, 0001822565-2017-01114/01115). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the components from the patient's total knee arthroplasty were removed approximately 2 months post operative to do a two step treatment for infection.